Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Edwards reviewed the literature article "implanted size and structural valve deterioration in the edwards magna bioprosthesis." [Ann cardiothorac surg. 2024 may 31;13(3):275-282. Doi: 10.21037/acs-2024-aae-26. Epub 2024 may 22. Pmid: 38841084; pmcid: pmc11148762] by authors johnston dr, mehta c, malaisrie sc, baldridge as, pham dt, bryner b, medina mg, chiu s, hodges ke, mccarthy pm. Per this literature study, it was learned that 42 patients with edwards surgical valves were noted to have undergone valve-in-valve intervention procedures after unknown implant durations due to unknown reasons.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.